Manufacturer narrative:
This report is submitted on may 25, 2022.

Event description:
Per the clinic, the patient experienced a buzzing sound and subsequently was treated with oral steroid (specific date not reported). However, the issue did not resolve. The implanted device remains.